Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no physical samples were received; the investigation was performed based on the image(s) provided. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform complaint lot history check for not clipping due to unknown lot number. The occurrence is unknown since the lot number is unknown. This will be considered the 1st related complaint for guidance on the investigation. The reported issue was observed. Based on trend analysis, no further action is required at this time. If samples are received in the future, the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported when using the bd needle clipping device safe clip, the device experienced the inability to clip the needle using the cutters. The following information was provided by the initial reporter. The customer stated: the patient's guardian is contacted to request needles and on call reports that the needle cutter does not work correctly, does not provide more information.